Manufacturer narrative:
The pump was not returned for investigation. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient developed a hematoma at their access site during impella 5.5 support. The patient was taken to the operating room where an evacuation of the hematoma was performed. Support continued uninterrupted following the intervention.